Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The likely causes of the alleged failure screen blacks out when flexed was due to intermit/flicker image when angulated up the image became black. The most probable cause of this complaint was traced to a component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the bronchovideoscope had a blackout screen when flexed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.